Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an inability to charge the device using the beta bionics charging pad and wall adapter, evidenced by a blinking blue status light on the pad and the absence of a solid blue charging indication on the ilet, consistent with a charging function failure of the external power/charging accessory. Symptoms included no adverse clinical effects and unaffected blood glucose. Outcomes included no injury, no medical intervention, and continued therapy after replacement accessories were provided. Investigation included customer troubleshooting, confirmation of correct setup and orientation, reconnection of power, outlet verification, interference check, and replacement of the charging pad and wall adapter. Investigation of this case revealed that the original charging kit did not charge the device, while the replacement charging kit functioned normally, indicating a malfunction of the external charging accessory. It was concluded, based on established findings for similar reports, that the cause was a defective charging accessory.